Event description:
The patient received the scs system on (B)(6) 2008. It was reported that the patient had trouble increasing the amplitude on the stimulator. Upon running a full diagnostic check, it was found that the contacts exhibited invalid/high impedance values. Patient has been reprogrammed and has adequate coverage. The patient is working with his doctor for a possible lead replacement. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.